Manufacturer narrative:
Bayer case number: (B)(4) perforated a fallopian tube [fallopian tube perforation], essures had moved into my uterus [partial expulsion of device] , I have had increasingly severe migraines [migraine] , skeletal pain [skeletal pain] , malaise [malaise] , blurred vision [blurred vision], speech difficulties [speech disorder] , vaginal bleeding [vaginal bleeding] , sick leave [sick leave] , the scans showed uncovertebral arthrosis, extending to the shoulders [arthrosis], immense fatigue [fatigue extreme], dizziness [dizziness] , visual impairment [visual impairment] , I walk every day, I force myself... [Exercise tolerance decreased] , right coil folded [device shape alteration] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 28-oct-2025. The most recent information was received on 06-nov-2025. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforated a fallopian tube") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device shape alteration ("right coil folded"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced migraine ("I have had increasingly severe migraines") and bone pain ("skeletal pain"). On (B)(6) 2025 she experienced malaise ("malaise"), vision blurred ("blurred vision"), speech disorder ("speech difficulties") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2025 she experienced sick leave ("sick leave") and osteoarthritis ("the scans showed uncovertebral arthrosis, extending to the shoulders"). On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required), device expulsion ("essures had moved into my uterus"), fatigue ("immense fatigue"), dizziness ("dizziness"), visual impairment ("visual impairment") and exercise tolerance decreased ("I walk every day, I force myself..."). The patient was treated with surgery (a right salpingectomy in (B)(6) 2014). At the time of the report, the device expulsion had resolved and the migraine, sick leave, osteoarthritis, fatigue, dizziness, visual impairment and exercise tolerance decreased had not resolved. The outcomes for fallopian tube perforation, malaise, vision blurred, speech disorder and vaginal haemorrhage were unknown. The reporter considered bone pain, device expulsion, dizziness, exercise tolerance decreased, fallopian tube perforation, fatigue, malaise, migraine, osteoarthritis, sick leave, speech disorder, vaginal haemorrhage, vision blurred and visual impairment to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. [Endoscopy] on (B)(6) 2025: the essure had moved into my uterus [hysterosalpingogram] on (B)(6) 2014: right coil folded and left coil correctly positioned. [Ultrasound pelvis] on (B)(6) 2025: uterus uterus anteverted and anteflexed. Can be moved. Uterus measurements: body: 38.03 mm in length, 28.67 mm wide, 24.65 mm thick, 14.07 cm3 by volume contours: regular. Myometrium. Echostructure of myometrium homogeneous, no asymmetry of uterine walls the morphological study of the uterus did not reveal any abnormality or variation from normal. Classified "u0" using the eshre 2013 classification. Cavity normal in appearance intra-tubal device essure implant visible on the right. Positioning unsatisfactory, too distal, proximal end does not cross the uterotubal junction. Essure implant visible on the left. Positioning unsatisfactory, half of the implant is visible in the uterine cavity. Endometrium the full length of the endometrium can be seen. Endometrium thin and linear, cavitary line regular. The endometrium measures 4.77 mm (sum of the two sides) 11 is of normal thickness midline regular endometrial-myometrial junction regular. No detectable intracavitary fluid. Doppler score 1 (no vascularisation) right ovarian adnexa in anatomical compartment ovary: presence of a pure liquid cyst. Cyst measurements: 40 mm x 40 mm x 36 mm left ovary in anatomical compartment paucifollicular measurement 16.32 mm x 10.46 mm cul-de-sac area lateral cul-de-sacs clear. No effusion visualised in the vicinity of the rectouterine prouch, no ascites. Conclusion uterus of normal size, location and appearance. Endometrium of normal appearance on ultrasound. Left ovary seen on ultrasound, the right ovary is the site of a pure unilocular cyst. No suspicious adnexal mass. Two essure devices visualised, to be confirmed according to the clinical and radiological context. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-nov-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Perforated a fallopian tube [fallopian tube perforation]. Essures had moved into my uterus [partial expulsion of device]. I have had increasingly severe migraines [migraine]. Skeletal pain [skeletal pain]. Malaise [malaise]. (Blurred vision [blurred vision]. Speech difficulties [speech disorder]. Vaginal bleeding [vaginal bleeding]. Sick leave [sick leave]. The scans showed uncovertebral arthrosis, extending to the shoulders [arthrosis]. Immense fatigue [fatigue extreme]. Dizziness [dizziness]. Visual impairment [visual impairment]. I walk every day, I force myself... [Exercise tolerance decreased]. Right coil folded [device shape alteration]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4). On 28-oct-2025. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforated a fallopian tube") in a 43-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device shape alteration ("right coil folded"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced migraine ("I have had increasingly severe migraines") and bone pain ("skeletal pain"). On (B)(6) 2025 she experienced malaise ("malaise"), vision blurred ("(blurred vision"), speech disorder ("speech difficulties") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2025 she experienced sick leave ("sick leave") and osteoarthritis ("the scans showed uncovertebral arthrosis, extending to the shoulders"). On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required), device expulsion ("essures had moved into my uterus"), fatigue ("immense fatigue"), dizziness ("dizziness"), visual impairment ("visual impairment") and exercise tolerance decreased ("I walk every day, I force myself..."). The patient was treated with surgery (a right salpingectomy in (B)(6) 2014). At the time of the report, the device expulsion had resolved and the migraine, sick leave, osteoarthritis, fatigue, dizziness, visual impairment and exercise tolerance decreased had not resolved. The outcomes for fallopian tube perforation, malaise, vision blurred, speech disorder and vaginal haemorrhage were unknown. The reporter considered bone pain, device expulsion, dizziness, exercise tolerance decreased, fallopian tube perforation, fatigue, malaise, migraine, osteoarthritis, sick leave, speech disorder, vaginal haemorrhage, vision blurred and visual impairment to be related to essure administration. The reporter commented: technique: ¿ creation of pneumoperitoneum using a palmer needle and safety check. ¿ insertion of the trocar then the optic into the abdominal cavity below the umbilical cord. Video camera set up. ¿ insertion of suprapubic trocar and left lateral trocar under visual control. ¿ uterus of normal size and volume. ¿ left appendix lifted using suprapubic palpation, found to be normal. ¿ on the right, we visualised the proximal rigidity of the tube by the presence of the coil. No perforation no visualisation of abdominal coil. ¿ presence of 1 functional cyst in the right ovary. ¿ photos taken during surgery. ¿ right salpingectomy: coagulation and section of the entire mesosalpinx, from the fallopian tube to its uterine origin. Extraction of surgical specimen through subumbilical orifice. ¿ verification of haemostasis. ¿ skin closure using vicryl 4/0 reversing stitches set with rapid absorption. I want to know if these 2 essures are the cause of my current condition. Am I bleeding because of these essures having migrated into my uterus???? Having spent years in a terrible state, I want this poisonous material removed as soon as possible. Following insertion one of the essures perforated a fallopian tube, meaning I had to undergo a right salpingectomy in april 2013, not long after the initial insertion. But was this essure cut? It would seem so! Today I really feel like I've been cheated! I contacted the association resist, which contributed to getting these essures banned. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. [Endoscopy] on (B)(6) 2025: the essure had moved into my uterus [hysterosalpingogram] on (B)(6) 2014: right coil folded and left coil correctly positioned. [Ultrasound pelvis] on (B)(6) 2025: uterus. Uterus anteverted and anteflexed. Can be moved. Uterus measurements: body: 38.03 mm in length, 28.67 mm wide, 24.65 mm thick, 14.07 cm3 by volume contours: regular. Myometrium echostructure of myometrium homogeneous, no asymmetry of uterine walls the morphological study of the uterus did not reveal any abnormality or variation from normal. Classified "u0" using the eshre 2013 classification. Cavity normal in appearance. Intra-tubal device essure implant visible on the right. Positioning unsatisfactory, too distal, proximal end does not cross the uterotubal junction. Essure implant visible on the left. Positioning unsatisfactory, half of the implant is visible in the uterine cavity. Endometrium the full length of the endometrium can be seen. Endometrium thin and linear, cavitary line regular. The endometrium measures 4.77 mm (sum of the two sides) 11 is of normal thickness. Midline regular endometrial-myometrial junction regular. No detectable intracavitary fluid. Doppler score 1 (no vascularisation) right ovarian adnexa in anatomical compartment ovary: presence of a pure liquid cyst. Cyst measurements: 40 mm x 40 mm x 36 mm left ovary in anatomical compartment. Paucifollicular measurement 16.32 mm x 10.46 mm. Cul-de-sac area. Lateral cul-de-sacs clear. No effusion visualised in the vicinity of the rectouterine prouch, no ascites. Conclusion: uterus of normal size, location and appearance. Endometrium of normal appearance on ultrasound. Left ovary seen on ultrasound, the right ovary is the site of a pure unilocular cyst. No suspicious adnexal mass. Two essure devices visualised, to be confirmed according to the clinical and radiological context. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.